Event description:
See MDR# 3006425876-2013-00127 for the first event with this pt. It is reported that the catheter was placed in the right anticubetical fossa (acf). Leaking from the entry point during administration was noted. As a result, the catheter was removed and another midline was inserted in the right acf. There was no reported pt injury, complications, or death. There was a delay in treatment, but it did not cause harm to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.